Manufacturer narrative:
Vyaire complaint #: (B)(6). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that their vela ventilator exhibited delamination on the right side of the display and does not respond to touch. The customer reported that there was no patient involvement.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was confirmed in the laboratory setting. The root cause of the reported issue was due to water ingress.